Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) batteries ((B)(6)) and one controller ac adapter ((B)(6)) were returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis was not conducted since log files were not available. Failure analysis of the returned devices revealed that the batteries and controller ac adapter passed visual inspection and functional testing. The batteries were able to adequately charge, and discharge as expected. Additionally, the battery and controller ac adapter were able to provide power to a test controller with no anomalies observed. Internal visual inspection of the devices did not reveal any anomalies. As a result, the reported event could not be confirmed. A possible cause of the reported event could not be determined because the returned devices tested within specification and the issue could not be duplicated additional products: d4: serial or lot#: (B)(6). D9: yes, return date: 05-aug-2024. H3: yes. D4: serial or lot#: (B)(6). D9: yes, return date: 05-aug-2024. H3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two batteries would drain power quickly while the controller ac (cac) adapter was connected to the controller.  The two batteries and cac adapter were removed from use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Section d references the main component of the system. Other medical products in use during the event include: additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650  / catalog #: 1650/ expiration date: 30-sep-2024 / serial or lot#:  (B)(6), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 17-sep-2023 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿battery d4: model #: 1650  / catalog #: 1650/ expiration date: 30-sep-2024 / serial or lot#: (B)(6), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 16-sep-2023 h5: no,  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.